Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is 133 mg/dl. Customer was nauseated. The paramedics were call due to high blood glucose and heart problem. During troubleshooting, the time and date are correct. Programming is correct. High pressure test passed. Nothing further reported.